Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to boot up. There is no report of death or serious injury associated with this complaint.